Event description:
It was reported that the physician "popped" the set screw out of the device header. It was later reported that approximately 8 months prior to the device replacement procedure, the physician noted the ventricular lead thresholds were rising. Additionally, prior to the device replacement procedure, a chest x-ray found the device "grossly rotated." During the ventricular lead revision, the atrial set screw popped out of the device header. The lead was explanted and replaced and the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was explanted and replaced. No anomalies were found. It was noted the set screw was missing.